Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer stated that the device provided no surgical effect although and activation and an end tone, indicating a completed seal cycle, were heard. Bleeding occurred when the surgeon cut after the end tone. The surgeon stated that he was on very thick tissue at the time this occurred. The vessel was sealed with the same device and the device was used to complete the surgery without issue. There was no patient injury.